Event description:
It was reported that three dlp rigid suction tubes were allegedly blocked during use. The devices were replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Note to 2.3: event date used as year/month valid. Not known at this time. Follow up being performed to obtain this information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was received indicating event occurrences occurred over three separate dates. Per process, separate complaint records were created to maintain all complaint information per event. This product: 10062, item: 20, lot no: 2024100982 will be managed via pe 707656329 and regulatory report number: 2184009-2025-00365. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.